Manufacturer narrative:
Batch review performed on 05 aug 2024. Lot 2216612: (B)(4) items manufactured and released on 22-febr-2023. Expiration date: 2028-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
While in physical therapy, it was observed that the baseplate shifted out posteriorly outside of the glenoid bone and the cause is unknown. At 2 months from the primary, the surgeon converted the patient from a reverse to a hemi. The surgery was completed successfully.